Event description:
It was reported that the procedure was to treat the heavily calcified, non-tortuous, 100% stenosed left coronary artery. The 2.50x23 mm xience alpine stent delivery system (sds) could not cross the lesion due to the anatomy and the stent struts became pinched and separated. There were no other device issues noted. A 2.5x15 mm xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported stent break was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the xience alpine device interacted with the heavily calcified and 100% stenosed artery causing the reported failure to advance and subsequent material deformation. The investigation could not determine a conclusive cause for the reported stent break as the device was returned and a break was not found; however, it is possible that the noted material deformation of the stent was identified as a break mistakenly. There is no indication of a product quality issue with respect to manufacture, design or labeling. H10: medical device problem code 1562 removed and 1069 added.

Event description:
Subsequent to the initially filed report, the following information was provided: no struts were separated, and it was confirmed no struts remained in the patient. No additional information was provided.